Manufacturer narrative:
(B)(4). Synergy ous mr 4.00 x 16mm stent delivery system was returned for analysis. The device was returned in a 0.070¿ guide catheter. The balloon was pulled back into the guide catheter with the distal end bunched and protruding distally from the guide catheter. The balloon was pulled distally by the analyst for examination. The stent was not returned for analysis as it was deployed in the patient. The balloon appeared to have been subjected to positive pressure and partially deflated. The distal end of the balloon was bunched. An attempt was made to inflate the device to rated burst pressure (rbp) however liquid escaped out through the wire exchange port and distal tip indicating a leak in the inner shaft polymer extrusion. The inflation device was verified before and after use. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed damage. The inner shaft polymer extrusion was bunched and damaged at 2.5mm distal to the bi-component bond. It was not possible to load the device onto a 0.014¿ guidewire due to the damage noted to the inner shaft polymer extrusion. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states to ensure complete balloon deflation prior to withdrawing the device. (B)(4).

Event description:
It was reported that balloon withdrawal difficulties occurred. A 4.00 x 16 synergy¿ drug-eluting stent was deployed to treat a lesion. However, following stent deployment as the stent delivery balloon was retracted, the distal tip could not get back into the non-bsc guiding catheter. The whole system was then pulled out and appeared to be stuck behind the distal tip of the guiding catheter. The devices were removed together and the procedure was completed. There were no patient complications and the patient's status was good.